Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a message that stated that the device could not be supplied with oxygen. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no patient or user harm reported.

Manufacturer narrative:
Information was received indicating that there was no malfunction with the device, and the issue was due to user error. The philips key market representative reported that the pipeline was not properly connected. The operation of the equipment was restored to normal, and the device was returned to service.